Event description:
Non-source specific infection was reported. Myopore lead (sn: (B)(4)) was capped due to infection. The device and rv lead (medtronic 5076-52, sn: (B)(4)) were explanted, but this lead was left in and capped.